Manufacturer narrative:
No conclusions can be made since the product was not returned to dornier (B)(4) and limited information was provided by the customer in reference to the complaint event. Device not returned to manufacturer.

Event description:
It was reported that during a kidney stone laser lithotripsy, the fiber broke, causing a drape to burn. There was no report of patient injury.

Manufacturer narrative:
No conclusions can be made since the product was inadvertently damaged during the required steam sterilization process at dmta. The fiber breaks observed prior to sterilization were likely caused by the user/handler/operator or similar as each fiber is 100% tested during production at dmta prior to terminal sterilization and shipment to the customer.

Event description:
It was reported that during a kidney stone laser lithotripsy, the fiber broke, causing a drape to burn. There was no report of patient injury.